Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible. No damages or manufacturing defects were observed. A leak test was conducted successfully; no leaks were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for more than 48 hours. The patient reported insulin was leaking around the cannula infusion site during wear. Symptoms reported include hyperglycemia, vomiting, nausea, and stomach pain. The patient was treated with intravenous insulin fluids as well as medication for stomachache and nausea. The patient was discharged on (B)(6) 2025.